Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's implantable neurostimulator (ins) had migrated. It was noted that the "wires got twisted" and that the "wires did not work". It was reported that the patient had to have "it" replaced 4 times. It was not clear what "it" meant. The manufacturer registry showed that the patient only had the one device implanted. Additional information received reported that the leads were revised once due to migration, but the coverage was not the real problem. The problem was that the patient was not able to get stimulation from the unit. The patient reports that she never had any fall or other trauma that could have damaged the device. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot# v775091, implanted: (B)(6) 2011, product type lead; product ID 3487a-56, lot# v775091, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).